Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge or use the device for about a year. It was also stated the patient had gained weight and the ipg was unable to communicate with external devices. In turn, the ipg deemed inoperable. A manufacturer representative confirmed the issue. As a result surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.